Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. During the procedure the physician had difficulty seating the electrode array and removed the disposable device. A hysteroscopy was performed and a uterine perforation was noted. The attempted novasure procedure was aborted. No intervention was required and the pt was discharged home. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.